Event description:
Caller states that due to higher readings on the device, she went to her doctor. She states that her device read 315mg/dl, and the doctor's device read 139mg/dl. No timeframe between tests was provided. No treatment was reportedly recieved. No quality controls were used. Requested return of the suspect device nad replacement was sent.